Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hips pain") and spinal pain ("stabbing sharp pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the back pain, arthralgia and spinal pain had resolved. The reporter considered arthralgia, back pain and spinal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: arthralgia, back pain and spinal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hips pain") and spinal pain ("stabbing sharp pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the back pain, arthralgia and spinal pain had resolved. The reporter considered arthralgia, back pain and spinal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :arthralgia, back pain and spinal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.